Event description:
Following successful ablation with the rotablator device, the spring tip of the guide wire fractured while attempting to exchange the wire. Attempts to retrieve the wire were unsuccessful; therefore, the wire was left in the pt. No further complications were noted and the pt was reported in good condition.